Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 44 mg/dl; cause was not known. Customer stopped automatic boluses prior to going to the hospital in attempt to address bg level. Customer consumed carbohydrates and was treated with intravenous fluids of saline to address the bg. The customer was discharged 4 days later on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.